Event description:
Reporter alleged the needle that is a part of the softclix plus lancing system used in finger-stick blood glucose testng protrudes from the device end-cap after it is primed and before it is used. No actions were taken or treatment reported. A request was made for the return of the suspect and replacement product was sent.